Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that there have been 4 pod changes since friday evening, (B)(6) 2025, due to hyperglycemic agents with acetone. Each time, there is an insulin restriction on automax, with several hours spent in limited or manual mode since the patient forgets to switch back to automated. It was reported that a pod was replaced the evening of (B)(6) 2025, and hyperglycemia persisted all night despite the corrections (pump and pen). On the morning of (B)(6) 2025, the patient's blood glucose level rose to 240 mg/dl for an undisclosed time wearing the pod. The pump has since been removed. The patient was hospitalized in the morning of (B)(6) 2025, and as of (B)(6) 2025, the patient was still in the hospital. There was no additional information provided related to diagnosis and any treatment received.

Manufacturer narrative:
Please see section b5 for correction, originally reported has blood glucose levels.

Event description:
Ketones were reported to be 2.4 mmol/l.